Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged electronic assembly. Unable to verify unresponsive keypad buttons or perform functional testings due to blank display. Device was received with cracked battery tube threads, cracked case along the side of the battery tube, corroded battery tube and moisture damaged motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call crack on the customer insulin pump and had a keypad anomaly. The customer¿s blood glucose was 14.5 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump was unresponsive after it has been exposed to water. The insulin pump is being replaced and is expected to return for analysis.